Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited far-field r-wave (ffrw) oversensing resulting in an inappropriate atrial tachy response (atr) mode switch. Technical services was contacted and provided programming recommendations. No adverse patient effects were reported. This product remains in service.